Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence on (B)(6) 2006 and mesh was implanted. The patient experience pain, erosion of her internal bodily tissue, and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): it was reported that after implantation the patient experienced spastic colon, weight loss, fatigue and severe pelvic pain immediately after the procedure.(B)(4).

Manufacturer narrative:
Resubmission with the correct file number. It was reported that patient underwent mid urethral sling excision, urethrolysis, modified anterior repair, cystourethroscopy and insertion of suprapubic tube on (B)(6) 2015 by dr. (B)(6) at (B)(6) hospital ((B)(6)) due to pain, secondary to insertion of tvt. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.